Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The service engineer (se) uploaded the operational software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.